Event description:
The nurse educator called to report that the customer was hospitalized for dka. Educator stated that the customer has been going through battery changes every two to four days. It was noted that there was nothing unusual in the alarm history. It was also stated that the customer was treated with manual injections and the bgs would go down a little but would elevate again after some time. The customer was still connected to the pump but the nurse was not there to help with the troubleshooting. Customer's family member called later to do the troubleshooting. The programming was intact and insulin exited during the prime. The customer had received the common alert alarm after battery changes. No clamp was available to do the high pressure testing.